Event description:
The report stated that during a wertheim procedure the jaws of the instrument stuck together on the last sealing of the uterine ligament. The tissue between the jaws was 60% of the length of the jaw.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.